Event description:
The customer reported that during the rf ablation procedure, the generator would not work. An error message occurred. After re-attaching the grounding pad on the pt and rebooting the generator, nothing was solved. A new needle was put into use, however the generator still did not work. The case was suspected without injury to the pt.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.